Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The sample received does not correspond with the product reported. The product sample consisted of a mahurkar straight extensions, dual lumen catheter kit, 11.5 fr -13.5 cm containing an assembled catheter, an introducer needle, a marked guidewire, a dilator (10 fr) and a dilator (12 fr). However, the red adapter received was from a palindrome catheter. The red adapter presented signs of use. After a visual inspection was performed, a crack was found on the thread pitch area of the red adult adapter. The instructions for use states that is it necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. The device was more likely damaged during use. The most probable root cause can be due to over tightening of the adapter. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that before dialysis, the joint was cracked, and there was errhysis. Patient involved without injury. The catheter was removed and the sample will be returned for investigation.